Event description:
It was reported that the device was used during an unk procedure. It was reported by the affiliate that the clips of the er320 would not close. The case was completed by using another instrument. There was no consequence to the pt.